Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was 115 mg/dl. Customer also stated that the lip ring was damaged and there was crack in the little gold button in the middle of the insulin pump and across the screen. Reservoir was unable to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Device was received with cracked select button keypad overlay, stained keypad overlay and missing display window cover. No physical damage to the reservoir compartment and reservoir be able to lock into place. (B)(4).